Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegations were confirmed. The following were determined: phenomenon 1: the noise appeared on the image because communication failure occurred due to faulty cable. The cause of the faulty cable could not be identified; phenomenon (2): e226 error occurred because communication failure occurred due to faulty cable. E226 error occurs when an abnormality occurs in the communication between the endoscope and the processor. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found scope communication error. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the autoclavable camera head had image abnormality. The issue was found during inspection for use. The intended therapeutic procedure was completed using a similar device. There were no reports of patient harm.